Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery backup was not working, the batteries are dead. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) checked the fuses in power entry module and discovered a blown fuse. The field service representative (fsr) arrived several hours later and replaced the batteries and the fuse. With the parts replaced, the centrifugal system operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.